Event description:
It was reported that the home patient (hp) had a connection issue with their integrated apd set with cassette and supply bag. This occurred during peritoneal dialysis (pd) therapy on the homechoice (hc) machine, while the hc device displayed ¿connect yourself¿ and before the hp connected. The hp stated that they forgot to twist the supply bag connection and it became loose. The technical service representative (tsr) advised the hp to restart therapy with new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The ¿warnings and cautions¿ section instructs the user to check all disposable set connections for a secure fit before beginning therapy. The ¿operating instructions ¿ prepare for therapy¿ section provides step-by-step instructions for properly connecting the bags. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.